Manufacturer narrative:
Reported event: an event regarding audible noise & pain involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot details, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon removed a ceramic head and ceramic liner and replaced with a universal biolox head and polyethylene liner. Implants that were not removed are as follows: 6021-0435, lot 13131801. 542-11-54f, lot 31334103. Update 19/september/2018: as reported in how was issue noticed: patient had pain and heard a clicking. No problems were evident upon visual examination of the removed components.